Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. H3. Analysis of the communicator found that the communicator failed under load by failing the final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the reporter, the patient had ¿morphine with I think a bupivacaine mix.¿ the indication for pump use was spinal pain. The patient's representative reported that the communicator would not take a charge. The caller stated that at first it charged ¿very fine¿ and did everything it was supposed to, but then ¿the orange light on it kind of flared a little bit brighter and then it (handset) would tell them there was insufficient charge (on the communicator) to operate it.¿ the caller initially stated that they received a charging cord and had ¿no problems,¿ and stated that the box did not include a communicator charging block/adaptor with it. The caller later stated that they had tried different cords and that the original cord looked ¿very flimsy in its construction¿ and that it was ¿a little wiggly,¿ then later stated ¿it kinda wiggles¿ when plugged into the communicator. The caller stated that the other cords were not loose/wiggly. The caller also stated that they had tried other 5v charging blocks and other outlets around their house without resolution of the issue. The caller mentioned that the patient had been without the pump boluses for well over a week due to the issue. The caller stated that the communicator had been plugged in for the last 4 days, but it still had a ¿faint light orange¿ communicator indicator light. When the agent inquired about the event date, the caller stated, ¿a week,¿ and then stated, ¿at first, it (handset) would say insufficient charge, and we'd leave it plugged in for 2 hours and it would never start up,¿ and did not provide further information. It was noted that the patient in the background became escalated and was stating that their doctor told them to call in for a replacement. A replacement communicator was requested from the repair department because the communicator would not take a charge or show a green light despite being plugged in for multiple days even after trying different cords, outlets, and charging blocks and the cord that came in box with equipment looked flimsy and was a little wiggly when plugged into the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.